Event description:
Caller reported blood glucose results of 75 mg/dl and 78 mg/dl on the customer's aviva nano system, 142 mg/dl and 137 mg/dl on customer's aviva system within 10 minutes. No information was provided for the aviva system. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
No information was provided for the aviva system. The event occurred in (B)(6).